Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with barrel and plunger of many products broken before opening the package.

Manufacturer narrative:
Investigation summary: visual inspection of the photos of the affected product that were provided and observed a crack on the barrel and the plunger, verifying the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A batch history review showed no non-conformances associated with this issue during the production of either reported batch. Through our investigation it was determined the damage noted was produced in the syringe feeder station of the primary packaging machine. Due to improper alignment of the syringe, the barrel ruptured, resulting in the damage that was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with barrel and plunger of many products broken before opening the package.